Manufacturer narrative:
The reported event of inability to pair the implanted device to the patient application was confirmed. Final analysis determined that the device entered bluetooth (ble) lockout due to multiple passkey entry failures. No anomalies were detected.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.